Manufacturer narrative:
Investigation findings code c20: the device was discarded at the treating facility and was therefore not available for analysis. Investigation findings code c19: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Investigation conclusions code d12: it should be noted that, per the gore® dryseal flex introducer sheath instructions for use, complications associated with the use of the gore® dryseal flex introducer sheath that may occur and/or require intervention include, but are not limited to, vascular trauma.

Event description:
The following information was reported to gore: on (B)(6), 2024, this patient underwent an endovascular treatment for subacute type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® dryseal flex introducer sheath (dsf sheath). A percutaneous approach was chosen and perclose device was prepared; however, the dsf sheath was mistakenly inserted without use of perclose device. The ctag ac devices were successfully implanted. A cut-down was added to the access site for surgical incision closure and the dsf sheath was withdrawn. At that time, vessel trauma of the insertion site was noted, which was surgically repaired. The patient tolerated the procedure. The reporting physician commented as follows: accidentally forgot to use the perclose device. As for the vessel trauma, it was unknown if it was due to lack of use of perclose device. The dsf sheath should have been removed more carefully.